Event description:
Event description boston scientific crm received information that the patient with this pacemaker was in the clinic this morning complaining of syncope. The local representative checked the device. There was no magnet response. The device was pacing in reset mode and it could not be programmed out of reset mode. It has been implanted greater than 8 years.